Event description:
It was reported that a patient with known allergies experienced inflammation and soreness of the tongue after a procedure was performed using nupro prophy paste; the tongue was also described as having a rough texture. Medical treatment was required as a result, though the type of treatment administered is unknown as of this report.

Manufacturer narrative:
While it is unknown if the nupro used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. A DHR review was conducted with no abnormalities noted. Further information pertaining to this event will be reported as it becomes available.